Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image with gif-h180 and gif-q180 scopes occurred due to patient (circuit board/printed circuit board) board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of asset return process. In addition to reportable finding mentioned in reportable event description, the device evaluation found cosmetic normal wear & tear and scratches on rear panel, front panel and top cover, but did not affect functionality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, the video system center to the olympus service center. Upon inspection and testing of the returned device with different endoscopes, the evaluation found no image due to defect in printed circuit board. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.